Event description:
Client signed up at tanning salon for ten tanning sessions. Operator asked client as is policy if they had tanned recently and they stated they had. Operator wanted to make sure client didn't burn due to not tanning recently. Client then read and filled out the client registration card. Operator then observed that client had answered the question on the card, "are you taking any medications, by clicking "yes". Operator also observed client had written in "cipro" by the remark "please list". Operator advised client they should first contact doctor to see if it was his recommendation to tan or not since some medications such as this antibiotics, may cause skin irritation from tanning. Client paid for package of sessions and agreed to contact doctor. Client had taken the last of their medications on this date. This same date called to report that they had contacted their doctor and he had recommended they wait 3 days to begin tanning. Client came to tan. Barber in the barber shop was serving as the operator on duty for the tanning salon, they were not present during this time. Client reportedly then signed the "assurance of notification" waiver on the back of the registration card to indicate they had reported to tan for one session this date. Operator then, as required, filled in the date, time, bed number and amount of time, client tanned. According to the info client had tanned for twenty minutes. The next day client called, they stated they had gotten burned from tanning and was suffering some discomfort since, client requested to know if they could give the remainder of their tanning package to a friend to us. Client recieved a refund. Client had filled out the registration form and was asked if they had tanned recently and they told operator they had. It had been six weeks ago at another tanning salon. Operator told client that this was likely why they burned. Because six weeks was to long of a period to go between tanning sessions and not expecting to get burnt. Client showed operator the back of their lower, legs. The legs were slightly pink in color. Client stated earlier that they had trouble sleeping and laying the night after they had tanned. Of what skin was visible operator didn't observe any blistering or other type or signs of injuries. Due to my concern over this incident, operator called client 3 days later. Client stated they were doing better at this time. Client advised that they might try tanning in the future.